Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported device loosening and polyethylene wear without the products to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
The pt was revised because of femoral loosening, osteolysis, and poly wear of the insert.